Event description:
It was reported that the up and down buttons on the infusion device were only functioning intermittently and the rubber covering of the buttons was partly loosened. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.